Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.